Event description:
It was reported the patient experienced a shocking sensation while walking through the kitchen. The patient underwent a bte trial which resolved the issue. However, the patient suggested an upgraded ipg. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.